Event description:
It was reported that during a surgical procedure at the user facility, the device came partially unlocked, with the potential for the housing to open and expose a non-sterile battery to a surgical site. The procedure was completed successfully. No delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
The device was not returned for analysis.

Event description:
It was reported that during a surgical procedure at the user facility, the device came partially unlocked, with the potential for the housing to open and expose a non-sterile battery to a surgical site. The procedure was completed successfully. No delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
The reported event, housing partially locked (or opened), was not confirmed. Service evaluation found no issue with the housing partially opening and/or locking. The housing opened and closed as designed. The device was not returned to the customer.